Event description:
In 2007, the lay-user/pt contacted lifescan alleging that the lancet holder of a one touch ultrasoft lancing device was damaged. The pt indicated that the lancing device issue started on two days later, in the morning. The pt did not take any actions related to diabetes treatment as a result of the meter issue. The pt also denied receiving medical intervention and was not tested on another device. On an unspecified date/time after the lancing device issue began, the pt developed symptoms of sweating. The meter, test strips, control solution, and lancing device were replaced. This complaint is being reported due to the following conclusion: the pt developed symptoms suggestive of hypoglycemia after the alleged lancing device issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, strips, and lancing device for eval, but has not yet received them. If the meter, strips, control solution, and /or lancing device are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.